Manufacturer narrative:
Possible broken limit switch in the l-arm motor assembly. Customer ordered switch from third party and replaced it. As per customer, the system is working as intended.

Event description:
It was reported that the motorized l-carm rotation function on the 9600+ system was not working. No patient injury was reported.